Event description:
It was reported that the patient¿s therapy had been well maintained for 2 years at 280 mcg/day, but then the patient started having withdrawal symptoms, so they increased the dose to 350 mcg. The patient went to one ER (emergency room) and then a different ER on (B)(6) 2014. On (B)(6) 2014, they could not find anything wrong with the catheter. They did x-rays and a CT scan in the o.r. (Operating room) and found nothing on the spinal segment. They decided to prophylactically replace the pump/catheter connection that day and lowered the patient¿s dose to 100 mcg/day. As of (B)(6) 2014, the patient was in the ICU (intensive care unit). It was noted that the patient was ¿not necessarily in withdrawal prior to the surgery, but was definitely tighter now than prior to the catheter revision¿. They were thinking about programming a therapeutic single bolus dose to confirm the patient¿s response and wondering about how fast they could increase the patient¿s dose. The device system was delivering lioresal. It was later reported that the patient was seen on (B)(6) 2014 and had no baclofen withdrawal symptoms, such as increased spasticity, though the patient insisted that they were experiencing withdrawal. The patient was admitted to the ICU because of his complaints of withdrawal and the fact that he had a baclofen pump. The physician had decided to only replace the pump segment during the revision, because the spinal segment looked great. There was nothing obviously wrong with the pump segment either. Fluoro and a CT scan were performed, the pump logs were checked and programming was verified with no issues observed. Following the revision, the pump dose was being titrated up aggressively. It was later reported that prior to the catheter revision the patient had increased spasticity which was thought to have been from a possible catheter kink or fracture. The patient was discharged from the hospital. For subsequent events see manufacturer¿s report # 3004209178-2014-15663.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported in manufacturer's report #3004209178-2015-17409: [information was received from a healthcare professional regarding a patient currently receiving lioresal (500 mcg/ml at 25 mcg/day) via an implantable pump. The indication for use was intractable spasticity and familial spastic paraparesis. On (B)(6) 2015 it was reported that the patient had previously had one fracture and one kink of the catheter. This reporter did not have any additional information regarding the events and did not know what drug was in the pump at the time of the events as she was not managing the patient when they occurred. Further follow-up was conducted with the patient's prior pump managing physician to obtain additional information regarding this event; however, as of the date of this report, no additional information has been received. Additional information was received from a company representative (rep) indicated the pump segment of the catheter was replaced on (B)(6) 2014. There was good flow of cerebrospinal fluid (csf) and the healthcare provider (hcp) was able to easily aspirate via the catheter access port (cap). On (B)(6) 2014 the pump was interrogated in the emergency room (ER). The patient said the pump had alarmed, but was no longer alarming. The logs were normal. No further information was provided.] The following information was previously reported in manufacturer's report #3004209178-2014-15663: [it was reported that the patient went to the ER (emergency room) on the date of this report. The patient told the ER physician that he felt an uncomfortable pinching sensation in his back and front. The sensation increased when he extended his legs. This caused him to have increased spasticity in his legs. The patient also had increased pain. The patient believed that the catheter was kinked and causing his legs to spasm. He was only comfortable in the fetal position. The patient was hospitalized. The physician planned to have a CT scan of the system done to check for kinks. The pump was not interrogated. The patient status was reported as alive-no injury. The device system was delivering lioresal.] Any additional information that is received pertaining to report #3004209178-2014-15663 and report #3004209178-2015-17409 shall appear in this report (3004209178-2014-15673).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).